Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The computer was returned to the manufacture for evaluation and is under investigation at the time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while installing spine tools 30 on the system, the manufacturer representative (rep) had a software fail when trying to install. The rep tried to install again on the system and received an error that it was not valid for install on the computer. Technical services had the rep restart the system from admin with intentions of checking for the t2 stratosphere toolcard in the spine application to confirm if the software installed. When the system was booting back up, the camera seemed to go through the normal boot process however the screen booted to "no signal" and the cd drive would open and close on its own. The rep was unable to get passed no signal on the monitor after multiple hard shut downs. They did mention that the system was unplugged when they got there that morning. Ts instructed the rep to leave the system plugged in for a few hours and attempt to boot the system and check back in with them. No patient was present at the time of the event. An update from the rep stating that....

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed the computer will not boot. The computer has a bad hard drive. (B)(4). The hard drive was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned drive opened and closed without user input when connected to a known good computer. Was not able to load or archive exams due to the behavior. (B)(4). If information is provided in the future, a supplemental report will be issued.